Event description:
Customer reported that she had low blood glucose of 96 mg/dl and her insulin pump did not delivered any of the insulin that she programmed. Customer stated that her insulin pump had absence of no delivery alarm it did not alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.